Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, an instrument, a mitek clever hook, used to pass suture through soft tissue arthroscopically, failed. It appears that the facility did not have any form of back up device to complete this task. At this point in time, the surgeon went open to conclude the procedure.